Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient called to report that as the patient was walking through security gates at a pharmacy, the patient ¿got massive chest pains. On my way out, once again, massive chest pains." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.